Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved in type ii bone. Clinician reports not having the proper drills for the procedure. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved in type ii bone. Clinician reports not having the proper drills for the procedure. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.